Manufacturer narrative:
No product has been returned and a valid serial for the reported strips has not been provided, an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle precision strip continue to be safe, effective, and perform as intended in the field. Stability data for freestyle precision strip was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision test strips, and there were no adverse trends that indicate any potential product related issues. Note: the reader is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this reader does not give numeric value for readings higher than 500 mg/dl. A "hi" display message indicates a reading higher than 500 mg/dl. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre 2 reader. Customer reported receiving readings of 160 mg/dl, 444 mg/dl, 379 mg/dl and 500 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre 2 reader. Customer reported receiving readings of 160 mg/dl, 444 mg/dl, 379 mg/dl and 500 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and contaminated usb port was observed. Due to the contaminated usb port the reader was not able to be charged and so the reader did not power on. The reader was further de-cased and placed into the reader test fixture to download log. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.